Manufacturer narrative:
Other relevant device(s) are: micra , model #: mc1vr01-delsys / expiration date: 28-dec-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR?no, mfg date: 06-jul-202. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During the implant of a leadless implantable pulse generator (ipg) the patient experienced chest pain, perforation, hypotension and effusion. Drainage was performed but the situation did not improve. The chest pain disappeared when the device was retracted. Echography was performed, and it was confirmed that the effusion increased. Blood loss was noted and the patient's blood pressure was low. Open chest surgery was performed. The perforation was repaired and the patient was planned to go to intensive care unit (ICU) but the patient died and the cause of death was due to the right ventricular perforation. It was also noted the patient experienced infection.